Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported that the patient has parkinson's disease and now dementia, with them now in a senior living facility. It was stated that the patient is very anxious and can't sit in a chair, and that the facility is having "quite the time" with the patient. It was inquired if stimulation was effecting the patient's anxiety and impulsivity. Follow up with the healthcare professional (hcp) is to be conducted. No further complications are anticipated. The patient's indication for implant is movement disorders.